Event description:
Ports (luers) on lumens of tvc came off completely while on dialysis. Catheter was not removed after incident but repaired using repair kit.

Manufacturer narrative:
Two isoplast barbed natural colored luers were returned for evaluation. The catheter involved in the incident was not returned as it remains implanted in the patient. A visual examination of the luers revealed no damage to the barbed stem. The luers were given to qc for measurements. All measurements met specification. Without an evaluation of the extension tubing of the catheter were are unable to determine the cause or factors that may have contributed to this event. A review of the complaint history for this device family indicated that this is the (B)(4) report of this nature.